Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started a patient in normothermia at 36c yesterday. Once the patient reached normothermia, they attempted to stop the arctic sun device. The patient's temperature dropped so they restarted therapy again yesterday afternoon. Nurse stated this morning the patient was at target 36.2c and had a bair hugger on. The patient was now 34.2c on esophageal probe and 35.2c on foley. The water temperature was only 24.2c. The bair hugger was removed about an hour ago. Confirmed water flow rate (wfr) was 2.8 l/min, no alerts or alarms. Normo target was still 36c and rewarm rate was 0.25c/hour. Diagnostics: patient temperature (pt) was 34.4c, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.5c, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, and water reservoir level (wrl) was 5. Nurse stated they did fill the reservoir yesterday prior to restarting therapy. Nurse stated the water had been around 40c this morning. Discussed overfill and suggested emptying out 500ml of water to see if this helps the water temperature. Typically, the heater would be functioning some. Explained how to empty the water. Nurse stated they did swap from the foley temp probe to the esophageal temp probe earlier this morning, nurse asking if the slight difference in patient temp may have cause the patient temp to cool if the device thought it was warming too quickly. Confirmed it was possible if the esophageal temp was warmer than the foley temp, the device may have read it as the patient warming too quickly and started cooling the water to slow warming down. Nurse stated they were going to swap back to the foley probe. Informed nurse we would recommend trying not to swap back and forth, if possible, too much, suggested if they swap to the foley probe to monitor the patient and water temperature. Explained it will take time for the water to adjust and recommended to call back in about an hour if they still notice the water not heating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started a patient in normothermia at 36c yesterday. Once the patient reached normothermia, they attempted to stop the arctic sun device. The patient's temperature dropped so they restarted therapy again yesterday afternoon. Nurse stated this morning the patient was at target 36.2c and had a bair hugger on. The patient was now 34.2c on esophageal probe and 35.2c on foley. The water temperature was only 24.2c. The bair hugger was removed about an hour ago. Confirmed water flow rate (wfr) was 2.8 l/min, no alerts or alarms. Normo target was still 36c and rewarm rate was 0.25c/hour. Diagnostics: patient temperature (pt) was 34.4c, outlet monitor temperature (t1) was 25c, outlet control temperature (t2) was 25c, inlet temperature (t3) was 25.5c, chiller temperature (t4) was 6.5c, circulation pump command (cpc) was 65%, mixing pump command (mpc) was 0%, heater command (hc) was 0%, and water reservoir level (wrl) was 5. Nurse stated they did fill the reservoir yesterday prior to restarting therapy. Nurse stated the water had been around 40c this morning. Discussed overfill and suggested emptying out 500ml of water to see if this helps the water temperature. Typically, the heater would be functioning some. Explained how to empty the water. Nurse stated they did swap from the foley temp probe to the esophageal temp probe earlier this morning, nurse asking if the slight difference in patient temp may have cause the patient temp to cool if the device thought it was warming too quickly. Confirmed it was possible if the esophageal temp was warmer than the foley temp, the device may have read it as the patient warming too quickly and started cooling the water to slow warming down. Nurse stated they were going to swap back to the foley probe. Informed nurse we would recommend trying not to swap back and forth, if possible, too much, suggested if they swap to the foley probe to monitor the patient and water temperature. Explained it will take time for the water to adjust and recommended to call back in about an hour if they still notice the water not heating.